Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: on 17 november 2016 the tss performed troubleshooting with the customer and asked the customer to check the level sensor wires. The customer reported that the wires were floating on the top of both the diluent and the wash, tss instructed the user to push them into the fluid. The customer made fresh diluent and no further issues were noted. The most probable cause of the reported event was due to possible aging of the diluent.

Event description:
On (B)(6) 2016 , a customer reported air detected in the diluent on their aia-360 analyzer. The customer reported the system was generating errors in the middle of running patient sample. The customer was unable to run samples and requested service to address the reported event. A technical support specialist (tss) conducted phone support to address the reported event, the issue may have resulted in delayed reporting pth patient results due to the error messages. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.